Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reinstall the g5 application as well as to ensure that all other bluetooth devices were disconnected. No additional patient or event information is available.